Manufacturer narrative:
(B)(4). The graphical user interface (gui) printed circuit board (pcb) was returned for investigation. Visual inspection was conducted, and no anomalies were found. The unit was attached to a failure investigation test ventilator, and functionality tests and calibration were performed without errors or alarms recorded in the diagnostic logs. The unit was set into normal ventilation mode, and ran for a minimum of 24 hours without errors or alarms being generated. The customer reported malfunction was not verified, as the product was found to be functioning as intended.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator generated an alarm and the screen became black. The patient was transferred to another ventilator without harm.